Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was under delivering insulin. Customer reported a blood glucose level of 400 mg/dl. At the time of incident. Blood glucose level at the time of call was 459 mg/dl. Customer treated hyperglycemia with syringes. Troubleshooting occurred and is now waiting on high pressure test. Product will not be returned for analysis.